Manufacturer narrative:
(B)(4) d4 - this product is sold outside the us and therefore no gudid information exists. This device is considered similar to 00887868214578. G2 - foreign: france g4 - the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k172408. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery, while preparing the bone cement, debris, potentially glass, was discovered inside the sterile packaging of the monomer reagent. It was noted that the packaging appeared intact. An alternative bone cement was used to complete the procedure. There were no known impacts or consequences reported for the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Visual examination of provided picture identified a monomer ampoule broken as intended. The monomer liquid was emptied into a container. There is brown foreign debris in the liquid. It is not possible to draw conclusions about the nature of this debris based on the photo. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.